Event description:
The customer reported that they had observed an incorrect amount of fluid dispensed from the mts ID tipmaster pipettor. Incorrect dispense of fluid may lead to variations in antigen/antibody ratio and possible erroneous test results. The customer indicated that the incorrect dispense of fluid was noticed immediately and testing was not completed, preventing erroneous results from being reported. If this incident were to recur undetected, erroneous results could be reported.

Manufacturer narrative:
The pipette is no longer covered under warranty. The customer was instructed to discontinue use of this instrument. The instrument was not returned to mts as such no evaluation could be done. The root cause of this event is unknown.